Event description:
It was reported that a patient had a carotid endarterectomy with patch angioplasty using the xenosure patch. The initial surgery was performed on (B)(6) 2025. The patient came back to the hospital with an infection on (B)(6) 2025. On (B)(6) 2025 the infection was removed and the intervention was repaired with the patient's great saphenous vein. The vascular coordinator did not know the exact cause of the infection. Additional information received states the culture grew strep anginousus.

Manufacturer narrative:
During manufacturing the products are tested to ensure they conform to our specification for sale. Additionally, the report of infection is highly unlikely to be caused by the device itself. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus to ensure that the process is sufficient to prevent microbes/bacteria that would cause infection. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.